Event description:
On (B)(6) 2014 the patient reported an infusion set leak and e4 (occlusion) errors since (B)(6) 2014. He stated that his blood glucose elevated to up to 220 mg/dl and he found the infusion set was leaking. He stated the infusion site adhesive was wet and the infusion site connection was leaking. He changed the infusion set and bolused to lower his blood glucose. His normal blood glucose range is 125-140 mg/dl. He had no further issues once switched to a new box of infusion sets. The patient did not report needing treatment from a health care professional or second party to address the issue. Alleged product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.